Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be determined. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported failure to adhere could not be determined. Cracks were observed in the top and bottom housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was placed.